Event description:
It was reported that the patient pulled the lead out and the doctor did a lead revision three weeks ago. They used a paddle lead for replacement. Since revision stimulation was working fine but the patient had more weeks to go, meaning more weeks to heal since surgery. For the most part the patient's spinal cord stimulation is a lifesaver and she couldn't live without it.

Manufacturer narrative:
Product ID 37754 lot# lb0407 serial# (B)(4), implanted: 2004 (B)(6), product type recharger product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3550-29 lot# n302592, implanted: 2012 (B)(6), product type accessory. (B)(4).